Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undefined impedance qualified as high. The rv lead was repositioned and the impedance returned to normal values. The rv lead remains in use. No patient complications have been reported as a result of this event.